Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.